Manufacturer narrative:
System had not been evaluated at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would power on for 10-30 seconds before shutting down and the monitor displaying "no input detected". The reported issue occurred while attempting to load discs for an upcoming procedure. Additional troubleshooting found that disconnecting all usb connections and moving the power cable to a new port on the isolation transformer did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.